Event description:
As reported, approximately ten years post initial tka, the male patient had a revision of insert and patella due to prosthesis wear. Prosthesis wear was confirmed per image received. Patient went to see surgeon due to recalled poly. The patient was revised to exactech devices. There was no breakage of the device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays were received. The device will be return.

Manufacturer narrative:
Concomitant medical products - three peg patella: additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) the revision reported was likely the result of instability, third body wear, patient-related conditions, or any combination of these possibilities which led to prosthesis wear. However, the tibial insert does not show signs of wear that are inconsistent with being implanted for approximately 9.5 years. A contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of instability, third body wear, patient-related conditions, or any combination of these possibilities which led to prosthesis wear. However, the tibial insert does not show signs of wear that are inconsistent with being implanted for approximately 9.5 years. A contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.